Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with the helix stretched. Therefore, helix functions cannot be tested. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician made multiple attempts to extend the helix of the right ventricular (rv) lead, but the helix would not extend. The rv lead was not used and replaced. No patient complications have been reported as a result of this event.